Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate. It was indicated that the stylus did not align with the cursor on the programmer's display screen; overlay/bezel assembly found out of electrical specification. Analysis could not confirm the reported power issue. Analysis also found the power cord bay had a broken latch tab. (B)(4).

Event description:
It was reported the stylus repeatedly gets off by several inches, even after running calibration disk. It was also reported twice the programmer wouldn't turn on at all, at the time the stylus was off. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.